Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing and electrical safety testing without duplicating the report. The device log does not capture reports of this nature. The customer declined repair of the device and the device was returned to the customer labeled not for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.